Event description:
It was reported that: "the patient was admitted for a PICC replacement and it was found that the PICC extention line that was already insitu was leaking.".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for evaluation. The complaint of leaking extension line was able to be confirmed by the photo. A hole is visible on the extension line; however, a complete visual inspection could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the patient was admitted for a PICC replacement and it was found that the PICC extention line that was already insitu was leaking."